Event description:
The customer stated that the insulin pump was not estimating the reservoir volume amount correctly. Troubleshooting was performed and the insulin pump did not pass the displacement test. Advised the customer to revert to a back-up plan as the insulin pump needed to be replaced.

Manufacturer narrative:
The insulin pump failed the displacement test due to an out of phase encoder signal.